Manufacturer narrative:
The device was evaluated onsite by a technician. To resolve the problem, the contacts of the light source scope connector were cleaned with alcohol and lint-free paper. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30" error occurred. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the device was not returned. The socket of the light source was replaced in (B)(6) 2021, and the contacts were cleaned with alcohol. After contacts were cleaned during the inspection of the field service engineer (fse), error stopped occurring. Therefore, it was surmised that the cause of the phenomenon ¿error code b30¿ (contact failure of the connector) was a foreign object adhered to the contacts. The clv-190 instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[4.4 connection of an endoscope]. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction.¿ olympus will continue to monitor field performance for this device.